Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In the trialing phase of the procedure, the surgeon stated that both the 8mm and 9mm poly inserts were too loose and had to put in a 10mm poly insert. The surgeon planned to put in a 9mm poly since the joint balancing graph was loose throughout. The surgeon stated frustration with the system that he did not get the correct poly insert he planned for. During kinematics analysis for the 10mm poly insert trial, a camera connection error occurred. Resetting arm software did not resolve the issue. A hard reboot was done at this time; however, the surgeon decided to no longer use kinematic analysis. Following the procedure, the recon sales representative and doctor expressed concern there might be an issue with the system and requested the case logs to be examined. Pka procedure. Case logs have been shared on the (B)(6).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding tibial trial being too small involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 292 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding tibial trial being too small. There were no other reported event for the listed catalog number. -conclusion: product inspection could not be completed because log files were not provided after three communications to the mps. Session files were uploaded and incorrect logs files. A complete product inspection cannot be completed without both logs and session files. Rep stated that the it was resolved with the surgeon and said there were a couple of factors that could have contributed to it being loose. Device not returned.

Event description:
In the trialing phase of the procedure, the surgeon stated that both the 8mm and 9mm poly inserts were too loose and had to put in a 10mm poly insert. The surgeon planned to put in a 9mm poly since the joint balancing graph was loose throughout. The surgeon stated frustration with the system that he did not get the correct poly insert he planned for. During kinematics analysis for the 10mm poly insert trial, a camera connection error occurred. Resetting arm software did not resolve the issue. A hard reboot was done at this time; however, the surgeon decided to no longer use kinematic analysis. Following the procedure, the recon sales representative and doctor expressed concern there might be an issue with the system and requested the case logs to be examined. Pka procedure.